Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products were used during this study: thermocool smarttouch; lasso; and carto3. Other company¿s devices were used during this study: a multipolar catheter (ep xt; bard electrophysiology, (B)(4)). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient in the "standard" thermocool navistar group had an atrioventricular (av) fistula. Additional information was received on 09/22/2016 indicating that regarding current complaint, the catheter used in this procedure was not a reprocessed / reused catheter. Patient age, gender and weight were unknown. Patient was fully recovered. Title: "clinical impact of a new open-irrigated radiofrequency catheter with direct force measurement on atrial fibrillation ablation." The purpose of this study was to assessed the impact of direct catheter force measurement on acute procedural parameters during rfca of atrial fibrillation (af). Fifty patients were enrolled in this study. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.